Manufacturer narrative:
Core lab review of CT imaging from approximately 2 weeks post index procedure was not evaluable for fracture on two devices with no fracture observed on the third device. No endoleak, stent ring enlargement or stent ring migration was observed. Core lab review of x-ray imaging from approximately 2 weeks post index procedure was not assessable for endoleak and stent ring enlargement, not evaluable for fracture and no stent ring migration was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Valiant navion stent grafts were implanted in the endovascular treatment of a 70mm taa.  It was reported one day post the index procedure, CT showed the following observations: internal development of a short segment type b dissection / type I endoleak along proximal origin of stent. A 2.4x2.9 cm hematoma medial to the left distal external iliac artery and a occlusion of the anterior division of the left main renal artery. It is unknown which stent graft the endoleak occurred.  The patient subsequently expired approximately 1 month post the index procedure due to pneumonia. It is unknown when the patient developed the pneumonia. Per the physician the cause of the events seen on the CT could not be determined.  No additional clinical sequalae were provided and the patient expired.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: v nmf3737c174tu, serial/lot #: (B)(6), ubd: 27-nov-2020, UDI#: (B)(4) ; product ID: vnmc4040c95tu, serial/lot #: (B)(6), ubd: 30-jul-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.